Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the transmitter ((B)(4)) that was used with the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.